Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced ¿insufficient stimulation¿ while in a recumbent or lateral recumbent position. The issue had reportedly occurred after lithotrological instruments were used on a ureteral stone the patient had. Impedance testing was performed and found the patient¿s system impedances ranged from 1042 to 1530 ohms. The patient¿s physician reportedly ¿suspected that it was due to using lithological instruments.¿ though it was also noted that ¿it was considered that the cause of the insufficient stimulation issue was a mistake to manipulate the device by the patient.¿ there were no surgical interventions performed and it was unknown whether any were planned. The patient was to be followed-up with during an outpatient procedure scheduled for (B)(6) 2017. The issue remained unresolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.